Manufacturer narrative:
No product was returned nor were pictures supplied by the customer for this customer complaint. The customer stated the handle broke during intubation but did not provide information regarding what exactly broke or the type of blade used in conjunction with the suspect handle. Based on this missing information and no lot # for similar inventory evaluation, the customer complaint is found to be inconclusive.

Event description:
The customer alleges the "handle broke while intubating". No other details were provided.